Event description:
Ported that during the transfer from the toilet with the sara stedy, the resident fell because the seat had not yet been folded down. As a consequence, the patient fell from the device. The doctor had visited the resident shortly after the fall but did not find it necessary to take any action, while the nursing staff did. The resident was taken to the pain clinic a few days later for treatment, where a fracture of the left lower leg was diagnosed.